Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pulse rate different than expected. Afterwards it was discovered that the rv lead exhibited high pacing thresholds and eventually loss of capture (loc). The pacing output was increased, and the patient will be monitored in the future. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pulse rate different than expected. Afterwards it was discovered that the rv lead exhibited high pacing thresholds and eventually loss of capture (loc). The pacing output was increased, and the patient will be monitored in the future. The rv lead has been replaced for a new one at a surgical intervention, at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pulse rate different than expected. Afterwards it was discovered that the rv lead exhibited high pacing thresholds and eventually loss of capture (loc). The pacing output was increased, and the patient will be monitored in the future. The rv lead has been replaced for a new one and was surgically abandoned at a surgical intervention, at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of: explant date, d6b and b5, describe event or problem fields.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pulse rate different than expected. Afterwards it was discovered that the rv lead exhibited high pacing thresholds and eventually loss of capture (loc). The pacing output was increased, and the patient will be monitored in the future. The rv lead has been replaced for a new one at a surgical intervention, at this time. No additional adverse patient effects were reported.